Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The patient reported being unsure if the cannula was properly seated and bent., while wearing the pod less than 1 hour unknown location.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Observation of the needle mechanism found no damages or defects. The needle mechanism was reset and was found to deploy the needle normally during manual manipulation. A fluid test was performed with fluid being observed to flow freely through the entire fluid path. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A cause for the cannula not properly inserting could not be determined.